Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2010 and mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a gynecological procedure and an obturator sling was implanted. Concomitantly the patient underwent a hysterectomy. It was reported that after implantation patient experienced pain, extrusion, infection, recurrence, bleeding, dyspareunia (B)(4) - dyspareunia; undefined recurrence. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.